Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted, struts perforated. The device has not been removed after two attempted but unsuccessful percutaneous removal procedure. Furthermore, the patient was diagnosed with a blood clot in the filter and caval thrombosis. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, three months of post deployment, patient was planned for filter removal. At the time of placement, the removable filter was noted to lie at an angle with its upper removal hook against the inferior vena cava wall. Could not grasp hook with loop snare removal device passed through right internal jugular. Traction on filter legs with hook shaped catheter and grasping device could not dislodge filter tip from inferior vena cava wall. The filter was not causing any symptoms and remains widely patent. It was elected to leave it in place permanently. Around, three months and fifteen days later, a computed tomography angiography of chest was performed to evaluate the occult thrombus. The study showed acute pulmonary embolism in the left lingula with wedge shaped airspace opacification most consistent with infarct. Opacification of the segmental vessels within the right lower lobe at previous site of pulmonary embolus without expansion. Chronic thrombus within vessels supplying the right lower lobe and left lower lobe. Around, three years and four months later, a computed tomography angiography of chest was performed for shortness of breath. The study showed negative for acute pulmonary embolism. After, twenty days, a computed tomography of abdomen and pelvis was performed for filter check. The study showed abnormal orientation of the infra renal inferior vena cava filter which was tilted medially with the tip and several tines projecting beyond the lumen of the inferior vena cava. The tip projects immediately adjacent to the uncinate process of the pancreas and the third portion of the duodenum. Focal eccentric nearly occlusive thrombus within the inferior vena cava above the filter at the level of the right renal vein. Around, nine months later, a computed tomography of abdomen and pelvis was performed for filter check. The study showed that infra renal inferior vena cava filter was present and there was a new occlusive thrombus inferior to the filter which was age indeterminant and increased thrombus in the inferior vena cava superior to the filter to the level of the confluence of the renal veins. The inferior vena cava was now occluded from the common iliac vein confluence to the level of the renal veins. As the occluded segment of the inferior vena cava was not decreased in caliber, this could be acute or subacute in age. Abnormal orientation of the inferior vena cava filter which was tilted medially with tip and several tines projecting into the lumen of the inferior vena cava. Around two months later, a computed tomography of abdomen was performed for filter check. The study showed that infra renal inferior vena cava filter was present, and the filter was unchanged in position with medial tilting of the tip as well as the lead tip. Several tines projecting beyond the wall of the inferior vena cava. Occlusion or near occlusion of the inferior vena cava at the level of the filter with nonocclusive thrombus extending cranially to the level of the left renal vein and caudally approximately 13 mm. The inferior vena cava thrombus has decreased compared to previous study. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), positioning issue, retrieval difficulties, and occlusion of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pe post deployment and thrombus above the filter. However, the relationship to the filter is unknown. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 07/2015). H11: h6 (result and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted, struts perforated and device unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. Furthermore, the patient was diagnosed with a blood clot in the filter and caval thrombosis. The status of the patient is unknown.